Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 912082, jgrknt 1.0mm mini 3-0 ndls, lot # 931540, catalog #: 912082, jgrknt 1.0mm mini 3-0 ndls, lot # 931540, catalog #: 912082, jgrknt 1.0mm mini 3-0 ndls, lot # 124630, catalog #: 912082, jgrknt 1.0mm mini 3-0 ndls, lot # unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01624, 0001825034-2020-01625, 0001822565-2020-01425, 0001825034-2020-01769.

Event description:
It has been reported the products plastic sleeve did not guide easily. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, h10. Visual examination of the returned product/provided pictures identified one has the needle bent and one has the sleeve missing. The remaining three devices were tested using the bone plate and were found within conformance. The returned devices did not have lot numbers on them, therefore it is not known which were conforming and which had a missing sleeve and which was bent. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.